Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the proximal end of the stent was undersized and stent fracture occurred. The target lesion was located in the popliteal artery. A 3.00 x 38 mm promus premier¿ stent was advanced and deployed in the lesion. Then postdilation was performed using a 3.0mm and a 3.5mm balloon catheter as the proximal end of the stent was undersized. It was then noted that the proximal end of the stent was fractured. The procedure was completed with this device. No complication was reported and there were no issues with the patient.